Event description:
It was reported that the patients pain was no longer covered by the spinal cord stimulation (scs) lead. Imaging confirmed that the lead migrated. The patient underwent a revision procedure in which the lead was repositioned. No devices were implanted or explanted. The patient was doing fine postoperatively.

Manufacturer narrative:
Block b3: date approximate.

Event description:
It was reported that the patients pain was no longer covered by the spinal cord stimulation (scs) lead. Imaging confirmed that the lead migrated. The patient underwent a revision procedure in which the lead was repositioned. No devices were implanted or explanted. The patient was doing fine postoperatively.

Event description:
It was reported that the patients pain was no longer covered by the spinal cord stimulation (scs) lead. Imaging confirmed that the lead migrated. The patient underwent a revision procedure in which the lead was repositioned. No devices were implanted or explanted. The patient was doing fine postoperatively.

Manufacturer narrative:
Block b3: date approximate. Investigation summary: based on all available information (in the absence of product return) boston scientific has determined that lead migration is a known inherent risk with use of the device. Device history record review: a review of the manufacturing documentation for the lead revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the lead has not been returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: the lead was not returned for analysis as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. Imaging from the field noted lead migration. Therefore, with the reported observations and the labeling review, it has been determined that lead migration is a known inherent risk with use of the devices, as documented in the IFU.